Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 15. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and bleeding. No further patient complications were reported.